Event description:
It was reported that pt underwent acl repair procedure. During procedure, drill broke into three pieces. Guide pin was removed and all pieces were removed. C-arm confirmed no fragments were retained.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. H6 - evaluation of returned device found evidence of fracture due to torsional overload.